Event description:
Upon deployment part of the protege everflex stent was difficult to deploy and during an attempt to pull it back the stent fractured and broke off. Part of the protege everflex stent was left in the body and the other part on the stent deployment system. Another stent was used to stent over the partially deployed protege everflex stent.

Manufacturer narrative:
A review of the manufacture record for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: two cine images from the procedure were received: stent deployed and an image before stent deployment. Cine image stent deployed depicts about 150mm of deployed stent the stent exhibits elongation. Image before stent deployment depicts the same area of the anatomy. The protege everflex self-expanding biliary stent system was received for evaluation without any ancillary devices from the procedure. The stent delivery system, (sds), exhibits contact with a sanguine environment, several bias bends, several kinks, exposed stent fragment, and exposed inner shaft. The deployment paddles are approximate 40mm apart from each other. The safety lock knob is loose. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed. A 20cc water filled syringe with manometer was attached to the stopcock tube luer lock and the annual spaces were flushed. A 0.035in test guidewire was loaded through the distal tip: some resistances in the area of kinks were noted. The guidewire loaded sds was loaded into a deployment apparatus and deployed. Approximately 13mm of stent was returned. The center shaft was exposed proximal to the retainer and the shaft was severed to allow for examination of the retainer: no abnormalities or deformities noted. The outer shaft was skived opened from the distal end to approximately 17cm proximal to the distal end. Some minor scratches were noted in the liner no abnormality or deformity was noted that wo